Event description:
On 02-aug-2024, the following information was obtained via the national medical products administration online system report number 130450100-2024-001007 ¿adverse event information: description of injury: wound bleeding. Description of malfunction: negative pressure suction film ruptured¿device usage: process of use: on (B)(6) 2024, the patient underwent debridement and drainage of deep tissue infection, as well as vac suction, after spinal internal fixation. At 16:50 on (B)(6) 2024, the patient developed a collapse of the vsd dressing (allegedly v.a.c.® granufoam¿ dressing) along the lower edge, complete red staining of the dressing, massive bleeding of the wound, decreased blood pressure, rapid heart rate disorder, pallid mouth and eyelids, heavy cold sweat on the head and face, loss of consciousness, and unresponse to breathing. The monitor showed: heart rate (B)(4) times/min, respiration 19 times/min, blood pressure 59/40mmhg, pulse oxygen 95%. Physical examination: shallow coma, poor pupil light reflex. Open the third channel for infusion, and give hydroxyethyl starch kci-srp-44-02 130/0.4 electrolyte injection 500ml and ringer's solution 500ml for rapid infusion, give a blood transfusion. Consult with the medical ICU and anesthesiology department. Following consultation advice, endotracheal intubation and intramuscular injection of epinephrine were given. After the above treatment, the patient's vital signs could be maintained stable under mechanical ventilation until 19:25 on (B)(6) 2024. Fully communicate with the patient's family, the patient is old, many basic diseases, poor nutrition, accompanied by malignant tumor disease, wound infection, currently appearing sigh like breathing, the rescue success rate is low, the life signs after timely rescue are stable, the follow-up treatment effect is still very poor, it is very likely to end up empty, the patient's family understand the condition, give up treatment, strongly request discharge, be signed out of hospital. The patient's family members contacted 120 ambulances to the ward to pick up the patient and return to the local area, and connected to the ventilator to assist breathing and discharge with urine tubes.¿ no additional information was provided.

Manufacturer narrative:
Based on the information available, it cannot be determined that the bleeding event is related to the v.a.c.® granufoam¿ dressing. The patient required debridement and drainage of a deep tissue infection prior to the event. Additionally, the patient has a history of malignant tumor, poor nutrition, and many basic diseases. All end release testing of the product and packaging met specifications. A device evaluation could not be performed. Device labeling, available in print and online, states: contraindications do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts) / organ · infection · trauma · radiation · patients without adequate wound hemostasis · patients who have been administered anticoagulants or platelet aggregation inhibitors · patients who do not have adequate tissue coverage over vascular structures if v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.